Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient was unable to recharge her ipg. The sjm representative confirmed the issue and determined that the ipg was unable to communicate with two different charging systems and programmers; however the ipg was able to communicate with all four devices and her second scs system. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg which resolved the issue.